Event description:
It was reported a c10-3v transducer had a hole in the lens with exposed electronics. This probe is associated with the epiq 7w ultrasound system. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. The service engineer evaluated the transducer to confirm the reported problem. The transducer has been replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.